Event description:
It was reported ""iabp turned off despite being plugged in per staff, no alarms issued". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The reported complaint for "iabp turned off despite being plugged" is not able to be confirmed. The product was not returned for inv estigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported ""iabp turned off despite being plugged in per staff, no alarms issued". Additional infomation states that the iab pump console was swapped to continue therapy. The patient's current condition is "unknown".